Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6), 2014 for high blood glucose levels. Customer had a kinked cannula. Customer was treated with intravenous fluids and insulin, and was released from the hosp the same day.